Event description:
Patient underwent revision surgery due to an alleged detach, disconnect, and/or loosening from acetabulum creating metallic debris.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00945, 00947, 00948.